Event description:
Revision surgery about 1 year post-primary for suspected pseudotumor. The medacta head was revised. The medacta stem was not revised. Cup and liner are competitor devices.

Manufacturer narrative:
Data corrected: event description. In the initial report, it was reported that the stem was revised. Stem was not revised. Visual inspection performed by r&d project manager: from the event description and from the component received we can see that the ceramic ball head ref. 01.29.209 ø36 size m, lot 2012924, do not show any major defects, only small scratches are visible on the external surface of the ball head, no other particular signs are visible inside the conical cavity of the ball head. It is not possible to determine with certainty the root cause, but it is possible that the signs over the external ball head surface probably were caused by metal debris smeared between the ball head and liner but their origin are not known. Even the internal signs could be caused during the component removal phase. Unfortunately, the stem is not available, it could have helped to better understand the reason of the event. Clinical evaluation performed by medical affairs department: revision surgery about 1 year post-primary due to suspected pseudotumor. The causes potentially related to the artificial joint are not determined. According to the r&d analysis, only small scratches are visible on the external surface of the ball head, no other particular signs are visible inside the conical cavity of the ball head, so there is no reason to suspect that a problem at the junction between the stem and head caused the adverse reaction. The root cause of this event cannot be determined with the information at hand.

Event description:
Revision surgery about 1 year post-primary for suspected pseudotumor. The medacta stem and head were revised. Cup and liner are competitor' devices.

Manufacturer narrative:
Batch review performed on 05 june 2023: lot 2012924: 139 items manufactured and released on 08-apr-2021. Expiration date: 2026-03-28. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Other device involved: stem: amistem h 01.18.233 stem collared ha coated std stem size 3 (k121011) lot 2013505: (B)(4) items manufactured and released on 22-mar-2021. Expiration date: 2026-03-07. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.